Event description:
The customer reported that during a training exercise with the medical staff, they were trying to unlock the locking buckle and the key would not unlock the buckle on the restraint. They are using the keys that were sent with the product. The customer did not detect any visible damage on the buckle. This was the first time this item was used. There was no patient contact. Inspection of the product shows that the buckle does not lock onto the post.

Manufacturer narrative:
(B)(4), results: evaluation of the returned product(s) shows that on the first restraint the buckle does not lock onto the post of the restraint. Neither keys returned with the product releases the sliding lock of the buckle. The sliding lock inside the buckle cannot be seen when looked at directly. The second restraint the key does unlock the locking buckle. Each key unlocked the buckle three times. (B)(4).